Event description:
It was reported that the unit was continuously beeping with or without a set attached and did not generate a last error code. There was no patient involvement as the issue was discovered during testing. Evaluation of the returned device identified a defective downstream occlusion sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed. Functional testing was performed and the reported issue was confirmed. The downstream occlusion was found to be malfunctioning. The downstream occlusion sensor was replaced to address this issue. The device then passed all testing.